Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump was squirting out of their insulin pump during the manual prime sequence. The customer's blood glucose level was 143 mg/dl. The customer was assisted with trouble shooting and was walked through the proper method of changing the reservoir and infusion sets. The customer was advised to change the infusion set and to hold the act button down. However, insulin started leaking and the customer was unable to prime the insulin pump. The customer was sent a replacement insulin pump. The customer sent their insulin pump back for analysis.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to moisture damage on force sensor. The insulin pump had a corroded motor assembly noted during visual inspection. The drive support disk was inspected and no anomaly was noted. The insulin pump had a cracked reservoir tube lip.